Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the atrial leadless pacemaker (alp) was over-sensing far r-waves. The patient was asymptomatic. The alp was reprogrammed, and the patient was stable throughout.